Event description:
It has been reported to philips that the system was not booting up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. As a troubleshooting actions the fse reloaded the system ghost and performed a backup. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.